Event description:
It was reported via legal documentation that approximately 124 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Findings indicated wear of the patella and tibial polyethylene insert, a loose tibial component, and tibial bone loss. The surgeon performed a revision right total knee arthroplasty using a competitor¿s devices. Patient was awakened, extubated, and brought to the recovery room in stable condition. He tolerated the procedure well and there were no know complications. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) - 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. (B)(6) - 02-012-41-5040 - logic tibia traptray cem sz 5f/4t. (B)(6) - 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6) - 204-70-00 - tibial stem ext. Screw. (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) - 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) - 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) - 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27. (B)(6) - 203-96-41 - (11-3974) stryker sys 6 90x13x1.27. (B)(6) - 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02581, 1038671-2025-02650. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.